Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/6/2021 additional h6 component code: g07002 - conforming device additional information: d9, h6 a manufacturing record evaluation was performed for the finished device batch plh586, xcw2813 and no non-conformances were identified. Additional h3 investigation summary: it was reported surgeon tried to tie the suture but it break off continuously. An opened box with twelve unopened samples of product code w2813, lot # plh586 were received for evaluation. During the visual inspection of twelve unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the actual complaint sample was not returned for analysis. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? How many devices present the issue (breakage suture)? Were there any adverse patient consequences? Device return follow up.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the surgeon tried to tie the suture but it broke off continuously. Additional information has been requested.